Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had an insulin flow blocked alarm on the insulin pump. The customer's blood glucose level was over 600 mg/dl. Customer noticed his high blood glucose at 3 pm but he did not get an alarm until 8 pm.